Event description:
One touch ii meter was showing the redo check message. This issue was not resolved with troubleshooting. The meter was replaced. Patient also reported a precision testing, but reported only one reading of 196 mg/dl. No further clinical information was provided.